Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer tried to load four cartridges with proper technique and humalog insulin but was unable to resume insulin delivery. Technical support instructed the caller in steps to troubleshoot the problem, but when these efforts failed, they escalated the issue for further troubleshooting. Csa decided to replace the pump, and the customer, whose pump was out of warranty, expressed interest in an out-of-warranty loaner pump. As backup therapy, the customer planned to use multiple daily injections to ensure insulin delivery was not interrupted.